Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited high output mode. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: supplemental correction report needed to retract the report of 2017865-2026-14325. Review of additional information indicates that the issue relates to algorithm/measurement behavior rather than an actual capture issue.